Event description:
It was reported that another company's stent was deployed in the circumflex artery, and an attempt to remove the guide wire using multiple manipulations (contrary to IFU) resulted in the distal end of the wire catching on the stent and separating inside the pt. The decision was made to leave the separated tip in the artery; the pt sustained s-t segment depression with elevated cardiac enzymes.